Manufacturer narrative:
The reason for this revision surgery was a worn tibial insert after 15 years of normal patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 7 prior complaints reported against this part; 4 of these had the same failure mode of wear/excessive wear. This is the first complaint against this lot number. This product investigation is limited in scope since the products from the revision surgery were not returned or available to djo surgical for examination and a definitive root cause cannot be determined. A possible root cause for the worn tibial insert was due to 15 years of normal patient use. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's poly wearing out; surgeon exchanged it with a thicker poly.